Manufacturer narrative:
B2- added date of death. H6 - patient codes: changed to edema / swelling.

Event description:
It was reported that the patient passed away. A cryo console and three cryo needles were selected for use in a renal cryoablation procedure. The patients previously planned dialysis treatment was postponed one day due to the planned cryoablation procedure. There were no reported device issues with the console or two of the needles used. The third needle was initially unable to create an iceball, but after another attempt it was successful. There were no further reported difficulties and the patient was discharged. The next day, the patient was found dead at their home. The patient was autopsied and extra fluid was found in the body.

Manufacturer narrative:
B2- added date of death. H6 - patient codes: changed to edema / swelling. B5 describe event or problem - updated new information.

Event description:
It was reported that the patient passed away. A cryo console and three cryo needles were selected for use in a renal cryoablation procedure. The patients previously planned dialysis treatment was postponed one day due to the planned cryoablation procedure. There were no reported device issues with the console or two of the needles used. The third needle was initially unable to create an iceball, but after another attempt it was successful. There were no further reported difficulties and the patient was discharged. The next day, the patient was found dead at their home. The patient was autopsied and extra fluid was found in the body. It was further reported that the physician was sure that the patient death was not caused by the cryo treatment, but rather by the state of the health of the patient.

Event description:
It was reported that the patient passed away. A cryo console and three cryo needles were selected for use in a renal cryoablation procedure. The patients previously planned dialysis treatment was postponed one day due to the planned cryoablation procedure. There were no reported device issues with the console or two of the needles used. The third needle was initially unable to create an iceball during the needle test phase, but after another attempt it was successful. There were no further reported difficulties and the patient was discharged. The next day, the patient was found dead at their home. The patient was autopsied and extra fluid was found in the body.